Event description:
The reporter contacted animas on (B)(6) 2012 reporting that for the past two months the keypad buttons have been intermittently unresponsive. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump exterior to a garment and cleaned it with a damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok keypad button was responsive. The contrast, up arrow and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.